Event description:
Patient presented to the physician one day post-implant procedure with swelling at the neck, causing difficulty swallowing and breathing. Imaging confirmed a hematoma at the stimulation cuff site. The patient was admitted, sedated and intubated, and IV medication was administered. The patient was extubated three days later with improvement.